Event description:
It was reported that the touchscreen was unresponsive, and no further information was provided as the patient declined follow-up from technical support. There was no adverse impact to the customer¿s blood glucose level. The case was closed by technical support.